Manufacturer narrative:
Discussion: in reviewing the complaint, the paralegal for the end user reports that the end user and wheelchair was involved in a vehicle accident. There is limited information provided on the incident and the reported injuries sustained by the end user. The end user was crossing the street at a four way stop light and was hit by the vehicle on the left side of the chair. The end user was thrown from the wheelchair and reportedly sustained a head (vertigo), hip, and back injury. The end user is receiving medical care but there is no further information on the type or duration of care. There is no indication that the wheelchair malfunctioned. There is no evidence that suggests the wheelchair caused or contributed to the end user's reported injuries. Conclusion: in conclusion, there were no claims of malfunction or defect made against the wheelchair. While there is limited information on the incident and the reported injuries sustained, due to the allegation of a potential serious injury that requires medical care, this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.

Event description:
Paralegal for the end user reports that the end user and wheelchair was involved in a vehicle accident. The end user was thrown from the wheelchair and reportedly sustained a head, hip, and back injury. There is no claim of malfunction or defect.